Manufacturer narrative:
Received one (1) used. List #14687-15, primary plum set connected to one (1) used. List #unknown, bag spike adapter with spiros for inspection. As received, the filter was wetted out. Received one (1) photo of the filter vent leaking. The set was leak tested per specifications, and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and it was reported that on the second day of use, the filter vent leaked chemo drug. There was patient involvement, and the patient harm was unknown.

Manufacturer narrative:
Additional info: b5. Additional info: d10.

Event description:
Additional information was received from the customer: there was patient involvement, but no anyone harmed. Epirubicin was involved. There was no chemo exposure to anyone.